Manufacturer narrative:
(B)(4). The investigation was completed on 05/27/2016. Customer returns and retain product was tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a patient versus the vitros lab analyzer. The customer did not provide vitros results. There was no patient information at the time of this report. The customer states that the patient was not treated on the I-stat result and product is available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.